Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC tips bending unusually on insertion, has happened to more than one PICC. No other information was provided. The exact number of devices involved was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is unconfirmed as no issues were found on the returned sample. One 4fr powerpicc solo kit was returned for evaluation. An initial visual observation revealed the kit was returned sealed. No obvious damage was observed on any components of the kit. A microscopic observation revealed no damage on the sheath tip or the dilator. No kink was observed on the dilator. The complaint could not be confirmed as no problems were found on the returned sample. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received (B)(6) 2025: it was reported the stylet wire was inserted to the tip of the catheter. A new catheter was required to complete insertion and caused a delay in the procedure.